Event description:
It was reported that this right ventricular lead exhibited noise, low intrinsic amplitude measurements and pacing impedance measurements greater than 3000 ohms. The caller expressed concern regarding the integrity of the lead. A boston scientific technical services consultant discussed further troubleshooting and programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited noise, low intrinsic amplitude measurements and pacing impedance measurements greater than 3000 ohms. The caller expressed concern regarding the integrity of the lead. A boston scientific technical services consultant discussed further troubleshooting and programming options. No adverse patient effects were reported. It was reported that this device was reprogrammed to aair configuration due to the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.